Manufacturer narrative:
Reported event: an event regarding ¿mako left tka - unable to complete distal femur & posterior chamfer cuts due to flexion angle showing "red" on screen in all flexion angles, unable to engage into stereotactic boundary. Full presurgery checks were completed and passed prior to surgery. Initial registrations of landmarks and bone were completed successfully. Pose captures were completed and implants were adjusted. Robot was pushed into recommended position. Tibia cut was completed successfully. Anterior femur, posterior femur & anterior chamfer cuts were also completed successfully. At distal femur cut, femur checkpoint & sawblade checkpoint passed and entered into distal cutting page. Surgeon successfully engaged into stereotactic boundary and was able to complete sawing at the distal lateral condyle, and as he was sawing the distal medial condyle, stereotactics got disengaged. Surgeon tried to re-engage but failed, and screen showed "red" on flexion angle @ 108deg, and prompting to rotate joint away from robot. Surgeon rotated joint away from robot till the prompting disappeared, and flexion of joint was changed, however flexion angle on screen was still red despite trying all angles (30deg to 130deg). Mps then moved the robot in order to try to accomodate to the angle of the arm, but despite that, the flexion angle continued to be "red" throughout various flexion angles, and surgeon could not engage into stereotactics. This was attempted for 20mins on both distal and posterior chamfer cuts before surgeon decided to abort mako and completed the rest of surgery with manual instrumentation. Post surgery, fse did a check on robot and there was no problem with the hardware. Case type: tka surgical delay : > 30 minutes¿. Product evaluation and results: review of the log/session files has not been completed within 90days of the complaint being opened. The complaint will be closed with an associated risk assessment. Additional failures will be assessed once the log/session file review has been completed. Product history review. A review of device history records shows that (B)(6) was inspected on (B)(6) 2018 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review. A search of the complaint database under device identification pn 209999, (B)(6) reports no similar complaints for tka software - software error. Conclusions: the exact cause of the event could not be determined because insufficient information was made available for evaluation. Review of the log/session files has not been completed within 90days of the complaint being opened. A review of the case session/log data is needed to complete a full investigation for determining root cause. In addition to a review of the log/session, a field service engineer conducts scheduled maintenance on the robot to ensure the robot is system ready. Product surveillance will continue to monitor for trends. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not available.

Event description:
This pi is for case 2 of 2. (B)(6) clps reported arm kicks out of haptics in tibia cuts. Surgeon can engage into haptics but when he releases the trigger the arm drops and screen goes red. Surgeon has to readjust the patients leg with more flexion and disengage haptics several times to move past issue. Has occurred in the past two cases and only on the tibia cut. No issues with hip cases. (B)(6) confirmed camera was clean, mics status check passed, all presurg passed, surgeon was not putting excessive force on arm, no loose vizidiscs, and setup was correct. Already spoke with fse. Surgery completed robotically. Update: surgical delay one minute, right side, tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for case 2 of 2. (B)(4) - clps reported arm kicks out of haptics in tibia cuts. Surgeon can engage into haptics but when he releases the trigger the arm drops and screen goes red. Surgeon has to readjust the patients leg with more flexion and disengage haptics several times to move past issue. Has occurred in the past two cases and only on the tibia cut. No issues with hip cases. (B)(6) confirmed camera was clean, mics status check passed, all presurg passed, surgeon was not putting excessive force on arm, no loose vizidiscs, and setup was correct. Already spoke with fse. Surgery completed robotically. Update: surgical delay one minute, right side, tka.